Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2126677-2010-00010.

Event description:
It was reported that the pt barrier rotational handle lock was broken in a manner that prevented it from locking into position. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.